Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Functional testing was conducted on a total of 20 retained samples for lot 4171540, and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4171540, for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.